Manufacturer narrative:
The device was returned and an evaluation is complete. Visual inspection was performed along with functional testing including leak testing, clear passage test and clamp function test. During visual inspection a hair was observed between the disconnect cap and uv spike. The reported condition was verified and the cause is unknown. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the titanium transfer set had particulate matter inside. This was found during patient use. It was stated that there was a hair inside the disconnect cap at the distal end of the transfer set. There was no report of patient injury or medical intervention associated with this event. No additional information is available.